Event description:
Additional information received from the account: procedure was a laparoscopically assisted vaginal hysterectomy.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, unable to open the mouth of shears.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The jaws opened and closed without any hang ups noted. However, the jaws would not close completely. The jaws did cut the appropriate test media cleanly without difficulty. Engineering noted that the blade had a nick right at the middle of the blade. During actuation, unit could only be close half way. The top and bottom blades would crimp-up before they could close completely. The file was concluded to be a misuse of the product due to excessive manipulation of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.